Manufacturer narrative:
Investigation results: the complaint of needle retraction issues were, confirmed from the representative 20g insyte autoguard units that were received in sealed packaging from lot #4222721. An inspection of the returned samples revealed no damage or defects on the returned samples; however, a functional test showed that the needles fully retracted but 5 of the 20 tested units exceeded the retraction specification time. The appropriate manufacturing personnel were notified of this complaint. A historical trend for this defect has been identified and actions are being taken to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Customer indicates that they have reported to the FDA, but did not provide a report # and has not confirmed if the report has been processed.

Event description:
It was reported that bd insyte autog bc wing needle did not retract. The following information was provided by the initial reporter: risk has received three rl events within the past month, (B)(6) on the bd 20 gauge IV catheters not auto retracting properly. I talked to (B)(6) from cath lab. He decided to replicate this from the stock, and most catheters were working appropriately, not all matt¿s team are experts at IV starts so he does not think it¿s a technique issue. They store catheters in bins, so box is tossed. This occurs after the needle has been removed from the vein, so it¿s a hazard if it¿s not covered, we report these events to med sun. I did not have a chance to see if they already have this reported in their system alerts. 3 separate events from 3 different departments were reported. 1. There was no impact directly on the patient with the exception of the IV start not going without any issues. Angiocath failed to retract properly to cover the sharp/needle. 2. There was no injury to staff member reported, but failed retraction to cover the needle made the exit of the angio needle open to a possible stick to the staff member.